Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of spark in the device was confirmed. Based on the results of the investigation, it was reported that the cable can be damaged by heavy mechanical stress or by pulling on the cable instead of the plug. This can cause individual or all wires in the cable to break, which can lead to the described fault pattern. The cause of the damage is most probably age-related wear in connection with improper handling. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): this would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency-cable, big bang during a therapeutic hysterectomy procedure and sparks jumped from resectoscope/ working element, just above the male connector. The procedure was completed by replacing the cable with delay of about 5 to 10 minutes. There were no reports of patient or user harm.